Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit was found leaking during a pre-use inspection. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit was found leaking during a pre-use inspection. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuit revealed no damage to the returned breathing circuit or the dryline. The leak test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leaking as reported by the customer, as no fault was found with the returned device. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".